Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft3 iii result for one patient sample. The initial result was 6.04 pg/ml. The repeat results were 2.55 pg/ml and 2.60 pg/ml. The result of 2.55 pg/ml was reported to the physician. The patient was not adversely affected. The reagent lot number was 179026. The expiration date was requested but was not provided. The field service engineer visited the site and exchanged parts that were suspect. No specific information was provided. A specific root cause could not be determined. Additional information for further investigation was requested, but it was not provided. From analysis of the calibration and quality control data, a general reagent issue could most likely be excluded. Typical causes for this type of event include preanalytic issues, or general, assay, or system specific reasons such as bubbles or foam on reagent surface, or possibly old pinch tubes.